Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: uterus") and device dislocation ("migration of implant") in an adult female patient who had essure (batch no. 721039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, hypothyroidism, vitamin d deficiency, mood change and dyspareunia. On (B)(4)2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (surgical removal of coil(s)) and surgery (surgical removal of coil(s)). Essure was removed on (B)(4)2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, migraine, headache, nausea and fatigue outcome was unknown. The reporter considered device dislocation, fatigue, headache, migraine, nausea, pelvic pain and uterine perforation to be related to essure. The reporter commented: the left coil was noted in the uterine fundus near the cornua at the level of the serosa- the serosa was incised and the coil was grasped and the coil was noted to be removed intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc ( product technical complaint.) Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: uterus") and device dislocation ("migration of implant") in an adult female patient who had essure (batch no. 721039) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, hypothyroidism, vitamin d deficiency, mood change and dyspareunia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, migraine, headache, nausea and fatigue outcome was unknown. The reporter considered device dislocation, fatigue, headache, migraine, nausea, pelvic pain and uterine perforation to be related to essure. The reporter commented: the left coil was noted in the uterine fundus near the cornua at the level of the serosa- the serosa was incised and the coil was grasped and the coil was noted to be removed intact. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant disease was added. Updated suspect drug inaction and lot number. Added events migraines / headaches, nausea, fatigue and perforation: uterus. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device dislocation ('migration of implant') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 721039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's concurrent conditions included anxiety, depression, hypothyroidism, vitamin d deficiency, mood change and dyspareunia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain/chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), psychological trauma ("psych injury"), fatigue ("fatigue"), visual impairment ("vision problems "), abdominal distension ("bloating"), flatulence ("gas") and diarrhoea ("diarrhea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, autoimmune disorder, pelvic pain, dysmenorrhoea, vaginal discharge, blood disorder, cardiac disorder, migraine, headache, nausea, psychological trauma, fatigue, hormone level abnormal, weight increased, visual impairment, abdominal distension, flatulence and diarrhoea outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, blood disorder, cardiac disorder, device dislocation, diarrhoea, dysmenorrhoea, fatigue, flatulence, headache, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: the left coil was noted in the uterine fundus near the cornua at the level of the serosa- the serosa was incised and the coil was grasped and the coil was noted to be removed intact. Patient received treatment for events ¿ pelvic pain, uterine perforation , dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received-new events dysmenorrhea (cramping), blood disorder, heart disorder, autoimmune disorder, psych injury, vaginal discharge, hormonal changes, weight gain, vision problems, bloating, gas, diarrhea, she didn¿t undergo essure confirmation test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device expulsion ('migration of implant / procedure never worked / coils moved, migration of essure device location of device: uterus') and fallopian tube perforation ('perforation (fallopian tube)') in an adult female patient who had essure (batch no. 721039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's concurrent conditions included anxiety, depression, hypothyroidism, vitamin d deficiency, mood change and dyspareunia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), pelvic pain ("pain/chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), psychological trauma ("psych injury"), fatigue ("fatigue"), hot flush ("hormonal changes hot flashes"), vision blurred ("vision problems"), abdominal distension ("bloating"), flatulence ("gas"), diarrhoea ("diarrhea"), hypothyroidism ("hypothyroid"), vitamin d deficiency ("vitamin d deficiency"), bladder disorder ("bladder problem"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anixety") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, fallopian tube perforation, autoimmune disorder, pelvic pain, dysmenorrhoea, vaginal discharge, blood disorder, cardiac disorder, migraine, headache, nausea, psychological trauma, fatigue, hot flush, weight increased, vision blurred, abdominal distension, flatulence, diarrhoea, depression, anxiety and mood swings outcome was unknown. The reporter considered abdominal distension, anxiety, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, depression, device expulsion, diarrhoea, dysmenorrhoea, fallopian tube perforation, fatigue, flatulence, headache, hot flush, hypothyroidism, menorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: the left coil was noted in the uterine fundus near the cornua at the level of the serosa- the serosa was incised and the coil was grasped and the coil was noted to be removed intact. Patient received treatment for events ¿ pelvic pain, uterine perforation , dysmenorrhea patient had 2 ultrasound to show that procedure never worked and coil moved. Current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.503 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : aka name added, perforation (fallopian tube), psychological or psychiatric problems condition: depression, anxiety, weight added , new event added (hypothyroid, vitamin d deficiency, bladder disorder, vaginal bleeding, menorrhagia), event hormonal changes updated to hot flashes. Device migration updated to device expulsion. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device expulsion ('migration of implant / procedure never worked / coils moved, migration of essure device location of device: uterus') and fallopian tube perforation ('perforation fallopian tube') in an adult female patient who had essure (batch no. 721039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test." The patient's concurrent conditions included anxiety, depression, hypothyroidism, vitamin d deficiency, mood change and dyspareunia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), pelvic pain ("pain/chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea cramping"), vaginal discharge ("vaginal discharge"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), psychological trauma ("psych injury"), fatigue ("fatigue"), hot flush ("hormonal changes hot flashes"), vision blurred ("vision problems"), abdominal distension ("bloating"), flatulence ("gas"), diarrhoea ("diarrhea"), hypothyroidism ("hypothyroid"), vitamin d deficiency ("vitamin d deficiency"), bladder disorder ("bladder problem"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery surgical removal of coil(s). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, fallopian tube perforation, autoimmune disorder, pelvic pain, dysmenorrhoea, vaginal discharge, blood disorder, cardiac disorder, migraine, headache, nausea, psychological trauma, fatigue, hot flush, weight increased, vision blurred, abdominal distension, flatulence, diarrhoea, depression, anxiety and mood swings outcome was unknown. The reporter considered abdominal distension, anxiety, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, depression, device expulsion, diarrhoea, dysmenorrhoea, fallopian tube perforation, fatigue, flatulence, headache, hot flush, hypothyroidism, menorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: the left coil was noted in the uterine fundus near the cornua at the level of the serosa- the serosa was incised and the coil was grasped and the coil was noted to be removed intact. Patient received treatment for events pelvic pain, uterine perforation , dysmenorrhea patient had 2 ultrasound to show that procedure never worked and coil moved. Current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.503 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc . A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.